Event description:
It was reported to philips that geometry limited error; device unusable despite restart on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power unit and geo pc, reinstalled the software, and restored the system to specification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).